Event description:
Pennetta ff, ferrer c, tonidandel l, coscarella c, vagnarelli s, giudice r. Disappearing multiple visceral aneurysms in vascular ehlers-danlos syndrome. Vascular. 2024;32(4):909-915. Doi:10.1177/17085381231162126. This is a case study of a 34-year-old male diagnosed with vascular ehlers-danlos syndrome (veds), who presented with acute intraperitoneal hemorrhage caused by the rupture of the splenic artery (sa) aneurysm. Additionally, the patient was found to have right renal artery (rra) and common hepatic artery (cha) aneurysms. The patient underwent coil embolization of the sa and splenectomy. The patient had a good result of the interventions with stabilization of his rra and cha aneurysms. One month later, a computed tomography (CT) revealed a new 22-mm left subclavian artery (lsa) dissecting aneurysm. The patient underwent endovascular exclusion of the lsa aneurysm via right common femoral artery (cfa) with [from proximal to distal] a gore® viabahn® vbx balloon expandable endoprosthesis [8x60mm], a gore® viabahn® endoprosthesis with propaten bioactive surface [7x80mm] and a cook zilver bare metal stent without complications. Three months later, CT showed a total exclusion of the lsa aneurysm but a new dissecting asymptomatic pseudoaneurysm emerged in the right cfa that was previously used as access vessel for lsa aneurysm exclusion. The patient had surgical repair to the right cfa aneurysm. A groin cut down exposed the artery and end-to-end anastomosis was performed and distal blood flow was restored.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient identifier reflects the case number. A4: patient weight was requested, but not provided yet. B3: as this literature article did not provide a date range and the author did not provide further information, the first published online "march 6, 2023" was used for the event date. C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 code a24: a24 was used for access site complications (pseudoaneurysm) with reintervention procedure. H6 codes b14, c20: the serial number remains unknown, therefore, a review of the manufacturing records could not be performed. H3 other; h6 codes b20, c20: the corresponding author of the literature article was contacted for further information, but no information was provided yet. In the instructions for use (IFU) for the gore® viabahn® vbx balloon expandable endoprosthesis the following is mentioned under adverse events - potential clinical and device adverse events: possible adverse events and complications that may occur with the use of this device or in any endovascular procedure and require intervention include, but are not limited to (shown in english alphabetical order): pseudoaneurysm; w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H3 other, h6 codes b22, c19, d14: the initial report of a new onset of a pseudoaneurysm at the access site several months post-procedure requiring reintervention was sent in abundance of caution. Gore has requested additional information from the author, but it has not been obtained. A unique device identification number was not provided, therefore the manufacturing date and/or production details cannot be determined. Per the case report, a "gore vbx 8 x 60-mm covered stent" was used, however, a 8 x 60-mm gore vbx device is not available. Neither clinical images enabling direct assessment of product performance nor the product itself were returned for evaluation. Further evaluation of the case report showed that in total three devices have been implanted via the same access site: 1 gore vbx device, 1 gore vsx device, 1 non-gore device "cook zilver ptx 6 x 100-mm bare stent (cook medical)". Furthermore, the patient was diagnosed with vascular ehlers-danlos syndrome (evds) which is a connective tissue disorder. Per the case report, this causes "extreme vessels¿ wall fragility" and "the abnormal vessel fragility of medium-large arteries often leads to multiple aneurysm formation, arterial dissections, and ruptures¿. The description of the reported new onset of a pseudoaneurysm at the access site several months post-procedure does not provide sufficient evidence that implanted gore devices have caused or contributed to the pseudoaneurysm which required surgical conversion. No allegation of device malfunction against the gore vbx device was indicated with respect to device performance. The need for reintervention is most likely related to the pre-existing patient condition related to veds and is therefore considered to be unrelated to the gore vbx device. Therefore this event is finally reported as a non-reportable incident.